Event description:
Complainant alleged that during pt (age and gender unk) set-up of the device, the nurse was attempting to remove the device paddles from the stump connector on the device. This was being done in an effort to attach the multi-function cable to the device, but the paddle fit was so tight the nurse was unable to remove them from the device. The nurse was able to obtain another device to treat the patient. The complainant indicated that there was no adverse effect on the pt as a result of the reported event.